Event description:
A report was received that the patient had charging difficulty due to the ipg being tilted. The patient will undergo another revision procedure to relocate the ipg. The patient already had a previous revision (MFR report #: 3006630150-2013-02324).